Manufacturer narrative:
The sample was not returned. A root cause could not be determined. All information reasonably known as of 07 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "inserted in (B)(6), then removed a month and a half later due to severe pain and odor. Significant pain for the patient + unpleasant odor." Per additional information received on 30jan202, stoma had ¿redness, pain, odor, and the patient also had a fever. Change in color of the balloon." It was also reported, patient has, ¿usual treatments, no changes to prescriptions.¿

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. The device history record for lot 30352924 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.